Event description:
It was reported that the procedure was canceled. A rotablator rotational atherectomy system was selected for use. During preparation, the lower speed mode was normal. However, the device did not go into dynaglide mode smoothly under high speed mode. The procedure was cancelled. No complications reported. Patient was stable. It was further reported that a 1.25mm rotalink burr, rotalink advancer, 330cm rotawire, 1.50mm rotalink burr were used together in the procedure. The issue occurred during the procedure, and the patient was already sedated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was canceled. A rotablator rotational atherectomy system was selected for use. During preparation, the lower speed mode was normal. However, the device did not go into dynaglide mode smoothly under high speed mode. The procedure was canceled. No complications reported. Patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rota console was returned to the san jose cis in good conditions. Also, functional check revealed that the unit meets specifications.

Event description:
It was reported that the procedure was canceled. A rotablator rotational atherectomy system was selected for use. During preparation, the lower speed mode was normal. However, the device did not go into dynaglide mode smoothly under high speed mode. The procedure was cancelled. No complications reported. Patient was stable. It was further reported that a 1.25mm rotalink burr, rotalink advancer, 330cm rotawire, 1.50mm rotalink burr were used together in the procedure. The issue occurred during the procedure, and the patient was already sedated.